Event description:
The (B)(6) reported that after intraocular lenses (iol) were implanted bilaterally in a patient's eyes, there were defects noted in the material creating "glistening" or refractive anomalies in the matrix of the lens. The defects have created disabling glare effects. There are two medical device reports associated with this patient. This report is for the right eye. The left eye was reported under MFR. Report # 9612169-2015-00517.

Manufacturer narrative:
A sample device was not returned for investigation. The lens remains implanted. The product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The root cause cannot be identified at this time. There have been no other complaints reported in the lot number. No further information is expected. (B)(4).